Event description:
It was reported that the device was used during an open gastric bypass. The device was difficult to remove once fired. A leak test was performed with positive results. The surgeon hand sutured to complete the case. There were no other consequences to the patient.